Event description:
The rn acting as scrub for the procedure tested the cuff balloon prior to procedure start and only half of the balloon inflated.

Event description:
The rn acting as scrub for the procedure tested the cuff balloon prior to procedure start and only half of the balloon inflated.